Event description:
Attorney's third party complaint. The patient alleges severe permanent personal injuries caused by his physicians: pain, infection, cosmetic deformity and being substantially disabled. The doctors and hospital responsible for the patient's care allege a recalled ck mesh was the cause or contributor of the injuries experienced by patient.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.